Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical resection of rectal cancer, the reload was able to close, upon firing, they completed a small part and failed to finish the firing cycle. After replacing the reload immediately, the device could be normally fired. There was no patient injury.